Event description:
It was reported that the right ventricular (rv) lead exhibited increasing threshold values. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut, and was observed to have blood ingression. Visual summary analysis of the lead indicated damage at implant. Using destructive testing, no fractured or inner insulation breached was observed. Visual analysis found only a very tiny cut and blood ingression in lumen. The breached insulation did contribute to the electrical complaints and it appears to have been caused at the implant.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).